Event description:
It was reported that revision surgery was performed due to elevated cobalt and chromium levels. In 2012, patient noticed his left hip was squeaking and grinding significantly. Prior to revision, patient had pain in his left hip and leg. He also had notable stiffness and discomfort.

Manufacturer narrative:
Revision reported to manufacturer by FDA via (B)(4).